Manufacturer narrative:
Date of event: unknown. Investigation summary: based on the results, we determine the glue detected by customer is epoxy (adhesive used to join metal part with needle plastic part - hub). This issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any mis-adjustment of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and fell down the hub resulting in the observed issue. Taking into account our experience, the probability of occurrence of this non-conformance should be very low supported by the low percentage of defects identified in our routine in-process inspections. A review of the device history record was completed for the incident lot. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2103 (july 23-25th, 2018) during which 55 visual inspections were carried out with zero defects noted. Needles were assembled in machine 4407 and come from two batches: #8197878: (july 17-23rd, 2018) during which 304 visual inspection of 25 units each were performed with 0 rejection noted. #8204611: (july 23-30th, 2018) during which 311 visual inspection of 25 units each were performed with 0 rejection noted. Investigation conclusion: we have been provided with one unpacked sample of lot 180717. Visual inspection show epoxy residue on external side of hub (the glue used to join plastic party with metal part) as the picture provided. Root cause description: mis-adjustment of the epoxy dosage machine. Rationale: we can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that "glue or paint" was noticed on the bd microlance¿ needle. There was no report of exposure, injury, or medical intervention.